Event description:
It was reported that insulin gauge displayed amount different than expected earlier in day, with pump showing fill estimate that differed by more than 30 units from caller¿s expected 260 units. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed caller to contact support again for troubleshooting if active fill estimate issue occurred, and caller acknowledged instructions; no further actions were documented.